Event description:
It was reported that device eri (elective replacement indicator) was noted. After programming change and release of reset, measurements of the battery and leads were not possible. Premature battery depletion was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis of the memory data revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri (elective replacement indicator). The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.